Event description:
Feeding solution was noted to be leaking around the peg tube site and the tube had migrated out about 2 cm from the skin- the surgeon was called to the bedside and noted that the tube balloon on the gastrostomy feeding tube was not holding water to keep the tube in place- the surgeon attempted to remove water from the balloon and he did not get any volume- when he attempted to place water into the balloon and draw it back out, there was nothing to draw out as it was leaking into the patient- he subsequently removed the tube and found it to be defective-